Event description:
The customer reported that following a radiology procedure, a vasoseal vhd kit size 2 was deployed. Post deployment, the pt developed right leg discoloration with absent pulses. An angiogram identified a right femoral artery obstruction. The pt was taken to surgery and collagen was removed from the artery. No further complications were reported.